Event description:
Device was used during a laparoscopic nissen fundoplication. Two devices leaked. Two new devices of the same model were opened to complete the case. There was no consequence to the pt.